Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # 310.31 synthes lot # u352108 supplier lot # u352108 release to warehouse date: february 9, 2020 supplier: orchid unique no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Photo investigation the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the 3.2mm drill bit/qc/145mm was observed to be broken. But the reported embedded condition cannot be confirmed with the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an open reduction internal fixation (orif) of the femur procedure, the 3.2mm drill bit was used to pre-drill a hole for a 4.5mm cortical screw. The end of the drill bit broke inside the patient's bone. The surgeon determined retrieval of the drill bit was not possible and it was retained inside the patient's bone. The procedure was successfully completed using a new drill bit. There was no surgical delay. Concomitant device reported: unk - screws: cortex: (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 3.2mm drill bit/qc/145mm. This is report 1 of 1 for (B)(4).